Event description:
During evaluation of a returned spectrum pump, the device turned off. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device turned off. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be dried liquid substance on the back flex battery contact pins. The back flex battery pin requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.